Event description:
The hospital reported that during an ercp, the video image was lost and replaced by a color bar display on the monitor. The users were able to recover the video image by moving the endoscope video cable. However, the users stated that the image was later lost again, and they were not able to recover the image by moving the video cable. The procedure was completed with a travel cart. There was no harm to the pt.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not confirm the user's claim of image problems. The device was tested and was activated for five hours and the device passed all functional tests within specifications. Despite the fact that the device meets all specifications, olympus has developed a software upgrade for the cv-180 video processor that will reduce the likelihood of an intermittent connection resulting in the appearance of a color bar pattern. The cv-180 video processor, cleared in k051645, is the video signal processing technology that enables the endoscope to iluminate, enhance, view, record and transmit video data of endoscope images. Olympus is upgrading accounts, representing devices, including the subject facility, due to appearance of a color bar display on the monitor. These devices were distributed in 2006 and 2007. Attached please find a copy of the customer communication as well as the list of all consignees. No injuries or illnesses have occurred with the use of this device.